Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This occurred during filling with an unspecified diluent. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured february 4, 2016- february 5, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with fluid inside the housing noted. A functional leak test was performed and evidence of leak was observed coming out at one side of the bladder crimp, located inside the housing. A nonconformance has been opened to address this issue. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.